Event description:
Patient undergoing laparoscopic repair of incarcerated umbilical hernia. A 8 cm circular atrium c-qur mesh was placed within the peritoneal cavity. The tails of the mesh were brought up through the middle of the fascial defect. The fascia was then closed using #1 pds suture in an interrupted fashion. Adequate closure of the fascial defect was obtained. The tails of the mesh were then secured to the fascia using 0 vicryl suture in interrupted fashion. The perineal cavity was then reinsufflated with air. The laparoscope was inserted into the perineal cavity. The mesh was seen to be adjacent to the anterior abdominal wall. Attempts were made to secure the mesh to the anterior abdominal wall using a secure strap device. The tacker was unable to be adequately deployed into the mesh. Three attempts were made. Instead the mesh was sutured in place.